Manufacturer narrative:
B3. Date of event: actual event date is unknown; therefore, first day of boston scientific aware month was selected.

Event description:
It was reported by the patient with this inflatable penile prosthesis that the patient continued to experienced pain, discomfort, burning in his shaft, glans sensitivity, and cannot sit down for extended periods of time without pain seven weeks post procedure. The patient further stated he has been seen twice and has been told that it should subside. The patient will be having follow up with physician to discuss removal. The patient service specialist encouraged him to discuss realistic healing expectations with physician as he may require extended healing time. No further information was provided.